Event description:
Caller states the patient tested 4.6 inr and 5.0 inr on the coaguchek system while a comparison lab returned as 2.6 inr. Coumadin adjusted based on device results, however, no adverse event reported. Requested return of suspect system and replacement was sent.